Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-02527 / 02528). Device location unknown.

Event description:
Total knee revision due to unknown reasons approximately 45 days post-implantation. The tibial bearing and femoral component were removed and replaced.